Event description:
It was reported that this pacemaker recorded a code 1003 indicative of a battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported.